Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). It was noted that the patient needs a magnetic resonance imaging (MRI) compatible device. The patient underwent an ipg replacement procedure and was doing well post operatively.